Event description:
Rptr had these implants implanted on 8/20/93 to replace another co's implants that leaked. She has complaints of the following: silicone gel leakage, right rupture, dysplagia, left breast implant fell, polymyalgias, polyarthralias, swollen lymph glands in neck, poorly sleeping, fatigue, quivering/shakiness, muscle spasms, dry mouth, hoarseness, fainting, memory and concentration problems, musculoskeletal pain, coolness and purplish discoloration of knees and toes, rashes, headaches, dizziness, anemia, joint swelling, pain and stiffness in legs, breast tenderness, incorrect implant size, visible implant wrinkles, breast infections, mental suffering, embarrassment, humiliation at employment, marriage problems after imlants. (Also see 1004061.)